Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: narrowing of vessel dissection requiring medical intervention. Device issue: shaft leak/ failure to deploy. It was reported that after pre-dilatation, the vision stent was advanced to the lesion. However, during an attempt to deploy the stent, the stent did not open. A rupture (leak) in the shaft of the stent delivery system (sds) was noted in the shaft before the balloon. There was a dissection seen at the beginning of segment two of the right coronary, which may have been caused by the injection pressure from the hole in the sds shaft. A balloon catheter and two stents were used to treat the lesion site. However, an angiography showed an area of narrowing just before the vessel related to the dissection. Therefore, a third stent was used to treat the narrowing. No additional event or patient information is available.

Manufacturer narrative:
Quality assurance analysis revealed that the sds was returned with the blood on the balloon and the shaft and in the balloon, inflation lumen and guide wire lumen. The stent was stationary on the balloon and between the two markers. No damage to the stent was noted. The balloon was tightly folded. There was a longitudinal tear in the outer member 3.1 cm proximal to the proximal balloon seal for a length of 8 mm. There was a second longitudinal tear in the outer member adjacent to first tear 3.3 cm proximal to the proximal balloon seal for a length of 4mm. There was a third longitudinal tear in the outer member 3.8 cm distal to the proximal balloon seal for a length of 1 mm. There were scratch marks near the third tear. The tears were relatively straight and the edges were smooth. No other damage to the sds was noted. The sds was sent to scanning electron microscopy (sem) for further analysis. Quality engineering has not completed their investigation. Results and conclusions will be forwarded upon completion.